Manufacturer narrative:
The report of user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed through functional testing and review of the archive data retrieved from the autopulse platform (sn (B)(4)); the root cause was attributed to an obstruction inside the drive shaft. Evaluation of the platform found a broken piece of a belt clip inside the drive shaft; this observation obstructs the drive shaft and caused the ua 18 error message. Upon removal of the obstacle, the platform was functionally tested and passed all functional testing criteria and operated using a light resuscitation test fixture with continuous compression for 10 minutes without errors and met all required specifications. Review of the archive data confirmed the multiple ua 18 error message around the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 08 feb 2008.

Event description:
It was reported that during shift check, a user advisory (ua) 18 (max take-up revolution exceeded) error message was observed on the autopulse platform (sn (B)(4)) display screen. According to the information, the platform was restarted; however, the ua 18 error message was not able to be cleared. The customer stated that there was no known issue with the platform. No patient was involved. No further information was provided.